Event description:
Customer reported an unexpected negative reaction on the echo. Antibody screen was negative, but the patient was positive for anti-fya.

Manufacturer narrative:
Reactivity of the fya antigen was confirmed on retention capture-r ready screen (crrs) (3), lot r037 used by the customer at the time of the event. Anitbody screen testing was performed with customer's returned sample using retention crrs (3), lot r037 on an in-house echo; fibrin had to be removed from the sample before testing. The sample was nonreactive in all echo testing. Hemagglutination tube testing was performed with customer's sample using retention panoscreen (I, ii, and iii), lot 52180. Immuadd, was used as potentiator and sample was tested at all temperatures. The sample exhibited weak reactivity at iat with cell iii [fy(a+b-)] and was nonreactive with cells I [fy(a+b+)] and iii [fy(a-)].